Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:04. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved: there were no reports of patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:04 was confirmed by service. This condition was caused by a faulty pump head module (phm). The phm was replaced to fix the reported condition.